Event description:
It was reported that a physician performed a balloon kyphoplasty procedure in a patient. At the time of the procedure, "the cement trailed out with the working cannula into the paraspinal muscles on the right side only. The balloon ruptured during the case." Reportedly, it was a pinhole rupture and the location of the rupture was the distal bond. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.